Event description:
Per the clinic, the patient experienced a failure of osseointegration resulting in fixture loss. It is unknown if there are plant to reimplant the patient with a new device as of the date of this report, (B)(4) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the correct catalog # is 92127, not 90480 as previously reported. This report is filed (B)(4) 2013.